Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID (B)(4).

Event description:
The following was reported the cord breaks during use. No negative impact in state of health reported. Cross reference complaint ID (B)(4).